Event description:
It was reported that while using 18 bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agars mold contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that mold contamination noted upon opening."

Manufacturer narrative:
H6: investigation summary: during manufacturing of material 221291, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1091016 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 1091016. Retention samples from batch 1091016 were not available for inspection. One unopened sleeve (10 plates) from batch 1091016 was returned for investigation shipped in a box with paper padding. Plates were inspected and 10/10 plates had surface bacterial growth on both media (time stamp 2351). One affected plate was submitted to the ID lab and pseudomonas fluorescens was identified. Seven photos also were received for investigation. One photo shows the surface of five plates from batch 1091016 (time stamp 2309) with surface bacterial growth in each media of each plate. One photo shows the side of a sleeve with microbial growth visible in each plate. Five photos each show the surface of an opened bi-plate with surface bacterial colonies on each media. This complaint can be confirmed. A trend was identified for contamination and investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) 3076308 has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 18 bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agars mold contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that mold contamination noted upon opening."